Event description:
It was report that occlusion alarms occurred. The customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 590 mg/dl and diabetic ketoacidosis. Customer attempted to self-treat with a correction bolus and a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released (B)(6) 2023 with no permanent damage and issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.